Event description:
It is reported that in 1995 pt underwent left total knee replacement. Post operatively in 2002 patient experienced difficulty with pain. As a result, in 2002 the knee was revised where it was found that the tibial base plate had fractured and the tibial articular surface had dislocated. The tibial plate and articular surface were removed and replaced using new zimmer mg ii products.